Event description:
It is reported that the pt underwent an articular surface exchange due to knee pain and stiffness.

Manufacturer narrative:
Compatibility was verified and no issues noted. Revision operative notes indicate the pt has experienced anterior knee pain and vague tightness. Old scar tissue and hypertrophic synovium were excised. The knee was thoroughly irrigated and the articular surface was exchanged. Elements of wear were noted on the polyethylene of the articular surface that was removed. No further description of the articular surface was provided. No devices or photos were provided; therefore, the condition of the components is unk. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided; however, the complaint may be revised upon return of radiographs and/or product or further info. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.